Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device was able to establish full communication with a wireless transmitter at a range of 25 feet. The observation in the field were not able to be confirmed by laboratory testing.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient underwent a revision procedure for a left ventricular (lv) lead where the patient experienced syncope due to a confirmed lead fracture. The patient had been implanted off label with two lv leads and no right ventricular (rv) lead since the patient had artificial heart valves. During the revision procedure a the cardiac resynchronization therapy pacemaker (crt-p) lost wireless telemetry. Telemetry was able to be re-established with a wand and sterile sleeve. A new lv lead was implanted in the mid lateral position and exhibited high threshold measurements. The lead was left in service. Due to the artificial heart values, the physician opted to make the crt-p off label and continue with two leads in the left ventricle. A second lv lead was attempted but was unable to be placed. Another manufacturer's lv lead was implanted and put into the rv port within the header of the crt-p. Upon connecting the lead to this crt-p, oversensing of noise leading to pacing inhibition with asystole was observed. The lead was disconnected and reconnected several times with the same result. The patient was paced using a pacing system analyzer (psa) for the rest of the procedure. A new crt-p device was implanted and this lead was connected with no noise. The other manufacturer's lv lead remained in service and no adverse patient effects were reported.